Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and found the threads on the drying valve cover were damaged resulting in the leak. To resolve the issue, the technician replaced the drying valve cover and o-ring, ran a test cycle and verified the unit was operating to specification. The washer was installed in september of 2012 and is currently under a steris warranty. No further issues have been reported.

Event description:
The user facility reported their reliance synergy washer was leaking water. No injuries or procedural delays/cancellations were reported.